Event description:
The customer reported that following surgery, erythema were observed on the pt's left arm and right leg. The redness on the leg was described by the site as a pad site burn which disappeared in 24 hours.

Manufacturer narrative:
(B)(4). The site has indicated the incident sample is not being returned for eval. Additional questions in regard to the incident have been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.